Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, discontinued) and ceftazidime injection (1gm, intraperitoneal, discontinued) for the event. Eight days after the event onset, the patient was hospitalized due to the events. On an unknown date, pd therapy was stopped. The pd catheter was removed and the patient was transferred to hemodialysis (thrice a week) 11 days after the event onset. Four days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the events and is stable. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.